Event description:
Medtronic trajectory guide kit 6733066, reference # 9733066, lot # 06223518. Upon trying to remove screw from patient after using kit for biopsy, screw broke off leaving portion of screw in patient's skull. Surgeon describes using device as routine.